Manufacturer narrative:
The description of the events detailed in this MDR represent intrinsic therapeutic's understanding at the time of submission. If any further information is found which would change or alter any conclusions or new information submitted, another follow-up will be completed. Intrinsic therapeutics will continue to monitor for updates/trends.

Event description:
An attempt was made to implant at the l5 endplate. The surgeon confirmed questionable placement. Attempts to obtain a lateral image were unsuccessful, and due to table limitations, a clear ap view could not be obtained. After closing and readjusting the patient, a final ap image was taken, which showed the implant in the disc space (i.e., no bony purchase). The implant was then removed using pituitary.